Event description:
A 2.50mm diameter x 12mm length sprinter legend rx balloon dilatation catheter (ref MFR report # 2953200-2010-00708) and an other brand balloon dilatation catheter were inserted into a pt for treatment of a non-tortuous, severely calcified mid lcx lesion, which exhibited 85% stenosis. It is reported that the pre-dilatation balloons were inflated to 16 atms for 3 seconds. It is reported that both-predilatation balloons ruptured after first inflation. After balloon dilatation, it is reported that a 2.50mm diameter x 24 mm length endeavor resolute rx drug-eluting stent was advanced to the lesion. However, it is reported that the stent failed to cross the lesion. Stent damage was noted, when the device was removed from the pt. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval results: stent deformation, failure to deliver the stent; 85% stenosis, severe calcification. Conclusions: 85% stenosis, severe calcification.